Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a patient on the cobas® sars-cov-2 assay. A customer from the united states alleged false positive sars-cov-2 (scfa) influenza a/b assay results generated for a patient on the cobas liat analyzer serial number (B)(6). The customer reported false positives on sars-cov-2 (scfa) assay influenza a/b for all 3 targets to health care professional as co-infection. The sample was sent to department of health, and customer was unable to confirm the repeat results. The customer has no information on medical condition of the patient. The department of health did not provide any patient information so the customer does not know how the patient was diagnosed or treated. The customer did not provide information on patient sample collection method. Customer has no reports of adverse events or harm to patient.

Manufacturer narrative:
The customer's cobas liat analyzer was returned for further evaluation and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system eua# (B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a patient on the cobas® sars-cov-2 assay. A customer from the united states alleged false positive sars-cov-2 (scfa) influenza a/b assay results generated for a patient on the cobas liat analyzer serial number (B)(4). The customer reported false positives on sars-cov-2 (scfa) assay influenza a/b for all 3 targets to health care professional as co-infection. The exact platform used for retesting is unknown. However, the customer believes it was likely run on another liat or cepheid analyzer or sent to connecticut department of health virology lab. The customer has no information on medical condition of the patient. The department of health did not provide any patient information so the customer does not know how the patient was diagnosed or treated. The customer did not provide information on patient sample collection method. Customer has no reports of adverse events or harm to patient. The investigation to assess the customer allegation has not yet been completed.